Event description:
It was reported that during a device upgrade, externalized conductors were observed. The electrical function of the lead was observed and tested and no anomalies were detected. The lead would be monitored. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.